Event description:
The following has been reported to hamilton medical ag on march 3rd 2024. It was reported that tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). There is no access to the ventilator and therefore not to the event logs. Hamilton medical has requested the logs from the customer, but they have not been able to provide them. If at any time we do receive the event logs we will indeed upload to the complaint file. As an immediate correction action technicaian replaced the ceck valve assembly and performed the annual pm. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: - leaky or defective obstruction valve (membrane is stuck). - message release valve defective appears after sw update to 2.2.0.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only**. Field d4 was updated with full UDI information. Additional information added in follow-up #2 cer (B)(4). Device alarms with (release valve defective) during start up and tightness test failed. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. It ensures that there is no unintended gas leakage that could affect ventilation performance. The operator's manual specifies that the preoperational check, which includes the tightness test, must always be conducted prior to patient use. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. In conclusion, a failed tightness test is not a malfunction and should not be viewed as an immediate or critical failure. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on march 3rd 2024 it was reported that tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). There is no access to the ventilator and therefore not to the event logs. Hamilton medical has requested the logs from the customer, but they have not been able to provide them. If at any time we do receive the event logs we will indeed upload to the complaint file. As an immediate correction action technician replaced the ceck valve assembly and performed the annual pm. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: leaky or defective obstruction valve (membrane is stuck). Message release valve defective appears after sw update to 2.2.0.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported that tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). There is no access to the ventilator and therefore not to the event logs. Hamilton medical has requested the logs from the customer, but they have not been able to provide them. If at any time we do receive the event logs we will indeed upload to the complaint file. As an immediate correction action technician replaced the check valve assembly and performed the annual pm. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: leaky or defective obstruction valve (membrane is stuck) message release valve defective appears after sw update to 2.2.0.